Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced chest pain and palpitations. A CT scan revealed a suspected cardiac perforation. Repair surgery was performed, and the lead helix protruded the atrial wall. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced chest pain and palpitations. A CT scan revealed a suspected cardiac perforation. Repair surgery was performed, and the lead helix was found in the atrial wall. The lead remains in use. No further patient complications have been reported as a result of this event.